Manufacturer narrative:
Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction during a case. There was no patient injury.